Event description:
For approximately 4 weeks the family members of the pt have had the impression that something is not right wwith the implant on their left side. Last week the processor was exchanged but without any improvement in the situation. Testing showed that 11 channels had high impedance.